Event description:
While on a patient in the burn unit, the o2 gas module started smoking under normal operating settings. A replacement vent was brought in and administered to the patient. No injury was reported.